Event description:
A 3m precise pgx-35w disposable skin stapler would not activate after only a few uses. This was replaced with a "like" device which worked without issue. Diagnosis or reason for use: reduction mammoplasty.